Manufacturer narrative:
The cap has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging they were unable to attach the cartridge cap onto the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/30/2015 with the following findings: during investigation, the original external component issue was unable to be duplicated. The cartridge cap was able to be properly secured to the test pump.